Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced hub separation from device. The following information was provided by the initial reporter: needle hub separated inside of the shield. Also reported needle shield difficult to remove. Lot #: 9324120, catalog #: 328512.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from device. The following information was provided by the initial reporter: needle hub separated inside of the shield. Also reported needle shield difficult to remove. Lot #: 9324120. Catalog #: 328512.